Event description:
This report is being supplemented to provide additional information received from the customer. It was additionally reported that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was further clarified that the procedure was not cancelled.

Event description:
An olympus representative initially reported on behalf of the customer that after receiving the scopes back from repair, they are still experiencing channel and elevator issues with items having issues with friction when sending items down the scope channel. The doctors are also having issues getting in position with the elevator. This is reportedly an ongoing issue for all cases requiring the scope and have been observed in both therapeutic and diagnostic procedures. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct. The procedure was deferred to interventional radiology (ir) and completed with ir. The patient is stable. Olympus received further information clarifying that the issues were seen in two scopes (serial numbers (B)(6) ). There was a delay in patient care that resulted in deferment to the ir department for intervention, which is ongoing with multiple patients. The customer clarified that procedures were being done urgently and were deferred to ir immediately for completion of procedures. The patients are stable. The exact number of patients/procedures affected are unknown. The date of december 13, 2023, reflected on f13 is when olympus became aware of a non-reportable malfunction. The date of december 15, 2023, reflected on f6 is when olympus became aware of a serious injury through additional information received from the customer. This event is reported under the following related patient identifiers: (B)(6) - patient 1 (tjf-q190v/2230575). (B)(6) - unspecified number of multiple patients (tjf-q190v/2230575). (B)(6) - patient 1 (tjf-q190v/2230581). (B)(6) - unspecified number of multiple patients (tjf-q190v/2230581). This medwatch is for patient identifier (B)(6).

Event description:
It was reported that after receiving the duodenovideoscope back from repair, friction was noted when sending items down the scope channel and the elevator is difficult to position. At the time of event, the patient was undergoing an endoscopic retrograde cholangiopancreatography (ercp), which could not be completed as the physician was unable to maneuver the scope to access the common bile duct causing a delay in patient care. It was relayed that the patient was stable. It was further relayed that the procedure was deferred to interventional radiology (ir) as it had to be completed urgently. No specific details were provided. It was reported that the device was inspected prior to use. There were no reports of patient harm. Additional information has been requested from the customer contact but has not been provided at this time. This MDR is being supplemented to update b5 and provide correction to the initial MDR with information inadvertently left out.